Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The claimed the alleged issue first began on (B)(6) 2011 at approximately 12pm. The patient stated she tested her blood using the subject meter before lunch and reported it was higher than usual but she could not recall the result obtained. The patient manages her diabetes with novolog insulin based on a sliding scale through pump therapy and continued with her usual diabetes management routine in response to the alleged issue. She stated she took her novolog insulin based on her meal carbohydrates and the blood glucose reading obtained on the subject meter and had her lunch. The patient could not recall how much insulin she administered. She claimed that approximately 1.5 -2 hours later, she developed symptoms of "sweating, shaking and was almost in a diabetic coma." She reported that the emergency medical services (ems) was called and when they arrived they tested her with the hcp meter (unknown brand) at approximately 2pm and reported a blood glucose value of "less than 60 mg/dl." She stated they treated her with IV glucose immediately and took her to the emergency room (ER). The patient stated her symptoms abated approximately one hour later and she was tested at the ER with a hospital meter just prior to being released later that day. She reported that her blood glucose was "209mg/dl" with the hospital meter and when she arrived back home she reportedly tested on the subject meter and reported a value of "439mg/dl" at approximately 8pm. The patient denied taking any action in response to this reading. It was not known how much time elapsed between the two tests. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were unexpired and stored correctly. A control solution test was not performed since the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient claims she/he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on december 1, 2011, with the following findings: the meter has passed testing with no faults found. The subject test strips have not yet been recieved by lfs. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k073231.